Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the cage implantation intra-operatively, a piece of cage broke off; the piece and cage were removed and replaced with another cage to complete the procedure without patient impacts.

Event description:
It was reported that during the cage implantation intra-operatively, a piece of cage broke off; the piece and cage were removed and replaced with another cage to complete the procedure without patient impacts.

Manufacturer narrative:
Corrections in a2, d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product was returned and found to have fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to off-axis insertion of the plates, not using a starter awl, or hard bone. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.